Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial#: unknown, implanted: (B)(6) 2020, product type: lead; product ID: 3560022, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that in 16-18 patients reported 3 infections. Patients had to be explanted due to an infection. No further patient complications are anticipated or expected as a result of this event.